Manufacturer narrative:
A patient experiencing pocket pain and insufficient pain relief despite reprogramming was reported to abbott. The system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-03373. It was reported that the patient was experiencing ipg pocket site pain and ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.